Event description:
This 47 year old female had silicone gel breast implants inserted in 1970. The MFR of these implants is unk to this reporting facility. The pt now presents with capsular contractions and ruptured implants. Gross exam: both implants are ruptured.